Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was the driver in an auto accident due to a blood glucose level of 25 mg/dl. Customer stated that paramedics responded and treated the customer with glucose tablets. Blood glucose level at the time of the call was 297 mg/dl. The customer stated that she broke her wrist as a result of the accident, and went to the hospital. Customer was not wearing the insulin pump at the time of the incident, but had been off for less than 48 hours. Caller stated that the insulin pump was exposed to high magnetic fields. The insulin pump was not replaced or retuned for analysis.